Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, g2: (unmark user facility). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU), "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, that the biopsy channel of the bronchovideoscope exhibited foreign material. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.